Manufacturer narrative:
The caller will inform this patient's physician of the elevated impedance measurement. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead had triggered the lead safety switch (lss) due to an impedance measurement greater than 2500 ohms. Lead testing produced bipolar impedance measurements of 540-550 ohms and a unipolar measurement of 490 ohms. Sensing and threshold measurements were within normal limits.